Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the sheath's valve leaked blood. Ablations had been completed with the farawave catheter which was then withdrawn and replaced with a non-boston scientific mapping catheter. No air was seen with the exchanged but blood started to leak from the valve. The leak stopped when the catheter was removed, however the sheath was replaced. The procedure was then completed with no patient complications. The sheath is not expected to be returned as it was discard by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.